Manufacturer narrative:
Device analysis results: analysis of the returned device identified: weight to the spec, opening on anterior, crease fold. A visual and microscopic analysis was performed which identified opening striated and black particles. Base on the device analysis the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported right side periprosthetic capsular contracture, baker grade unknown. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side periprosthetic capsular contracture, baker grade unknown. The device was explanted.